Event description:
It was reported that upon interrogation of the pulse generator the message "data not read" appeared. Re-interrogating did not solve the problem. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.